Manufacturer narrative:
(B)(6). (B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, the device was opened, assembled as per instructions, passed to the surgeon for use. Once inserted into the patient the device was inflated but it would not keep its pressure. The surgeon removed the device for inspection when it was noticed a tear in the balloon. The procedure is a radial prostatectomy the patient has a bmi of (B)(6). The product was not resterilized prior to use. The patient was not injured. Na was any reinforcement material used in conjunction with the stapling device. (B)(4).

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one balloon dissector. A cut was observed to penetrate the balloon. The balloon was unable to be inflated due to the observed cut. Product analysis suggests the product was not used in a surgical procedure. A review of the device history record indicates this device lot number/serial number was released meeting all quality release specifications at the time of manufacture replication of the reported condition may occur as a result of either an inflated or deflated balloon making contact with a sharp object during use. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.